Manufacturer narrative:
Findings: unit received with operating currents within spec. Unit passed selftest, error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected no delivery alarms noted. Unit received with cracked case at display window corners and lcd window.

Event description:
A customer reported via phone call indicating that they experienced high blood glucose of over 600 mg/dl. The customer stated they experienced a no delivery alarm. The customer did not mention any symptoms of their blood glucose levels. The customer did not mention any form of treatment for their blood glucose levels. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.